Manufacturer narrative:
The manufacturer previously reported incorrect information in initial report. The following correction has been updated in this report. Box b1 was corrected to product problem. (Only adverse event was checked in initial MDR). Box h1 was changed from serious injury or malfunction.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5103651). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged severe sinus infection, constant nasal drips, and has taken prescribed medication. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of dust/dirt contamination under ui knob, in the latching mechanism on humidifier side of the device, and blower box, on/in the blower, discoloration on the air inlet seal, mineral deposits in the bottom of the water tank and on humidifier lid. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with dust/dirt contamination under ui knob, in the latching mechanism on humidifier side of the device, and blower box, on/in the blower, discoloration on the air inlet seal, mineral deposits in the bottom of the water tank and on humidifier lid. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5103651) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had several sinus infections and a constant nasal drip. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.